Manufacturer narrative:
Corrected fields: d6b explant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Technical services (ts) was consulted and discussed therapy delivery during this mode, as well as advising the device should be explanted and replaced. Subsequently, the crt-p was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Technical services (ts) was consulted and discussed therapy delivery during this mode, as well as advising the device should be explanted and replaced. Subsequently, the crt-p was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Technical services (ts) was consulted and discussed therapy delivery during this mode, as well as advising the device should be explanted and replaced. Subsequently, the crt-p was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. The device has been returned and analyzed.